Event description:
It was reported that during a procedure using a topaz ez ifs wand, the wand tip broke off of the shaft and fell into the patient. It was necessary for the surgeon to make a new, larger incision in the patient in order to retrieve the detached tip. The procedure was completed using a back up device. There were no significant delays and no additional patient complications have been reported as a result of this event.